Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting revealed the last time the infusion set had been changed was three days prior to the incident. Explained the device was functioning properly but the infusion set needs to be changed.